Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to gastroparesis and a diabetic ketoacidosis. Customer's blood glucose level was 696 mg/dl. Her high blood glucose level symptoms were vomiting, difficulty breathing, diarrhea, and ketones. The insulin pump did not cause the customer to have gastroparesis that lead to the diabetic ketoacidosis. She had two wounds on her feet caused by dehydration due to gastroparesis. She was given antibiotics and anti-nausea medication. Her high blood glucose level was treated with insulin drip. The customer was wearing the insulin pump at the time of the emergency room visit. The customer had issues with her continuous glucose monitoring system. Troubleshooting was declined. The device was not returned.